Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd2 1.5% and dianeal pd2 4.25% therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the pt experienced a break in aseptic technique (details not provided). Subsequently, the pt experienced peritonitis manifested by cloudy drain and abdominal pain. The pt was advised to do a rapid exchange and go to the hospital. The pt was not hospitalized for the event. Treatment was not reported. Action taken with dianeal therapies was not reported. Concomitant therapy was not reported. One day after experiencing the peritonitis, the pt was retrained on proper aseptic technique for pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.